Event description:
It was reported that the insulin pump alarmed an error and that insulin was "squirting" out during the manual prime process. The blood glucose reading was 212 mg/dl. The caller stated that the insulin pump's piston continued to move forward after making contact with the reservoir. The user was unable to exit the prime process; no numbers appeared on the screen, and no beeps were heard. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Insulin pump alarmed motor error alarm during the basic occlusion test due to faulty force sensor. Motor tested outside device and passed. Unable to verify prime alarm due to motor error alarm. Insulin pump had minor scratches to lcd window, cracked case near lcd window corner, cracked reservoir tube, scratched reservoir tube window, cracked reservoir tube lip, cracked belt clip slot, cracked battery tube threads, stained address/serial number label and stained end cap sticker.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.